Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer's blood glucose (bg) ranged from 40-250 mg/dl. Reportedly, the customer does not know the reason for the low blood glucose. Carb drinks were consumed to treat bg level. Reportedly, the customer continued using the existing cartridge for insulin therapy